Manufacturer narrative:
Customer reported that a pyxis medstation es system unexpectedly stopped responding during a procedure. The nature of the procedure was not disclosed. The length of the delay to patient care was not disclosed. Customer stated that the affected device was a pyxis anesthesia es system but provided the serial number for a pyxis medstation es system. Customer did not disclose any additional information. Patient or user harm was not reported. This event is recorded in complaint number (B)(4). A field service engineer evaluated the device and determined that the device's all-in-one computer required replacement. The field service engineer replaced the all-in-one computer to resolve. Device was tested and confirmed operational.

Event description:
Customer reported that a pyxis medstation es system unexpectedly stopped responding during a procedure. The nature of the procedure was not disclosed. The length of the delay to patient care was not disclosed. Customer stated that the affected device was a pyxis anesthesia es system but provided the serial number for a pyxis medstation es system. Customer did not disclose any additional information. Patient or user harm was not reported.

Manufacturer narrative:
This supplemental regulatory report is being submitted due to a retrospective review conducted through CAPA 10308384. The late submission of this supplemental report is due to the thorough and detailed nature of the retrospective review process. This process was essential to accurately capture all relevant data and ensure the integrity of our reporting. We have included the CAPA reference for the retrospective review in the additional manufacturer narrative section of the FDA form 3500a, as recommended. Corrections and or additional information has been added to the following sections: d1, d5, d9, h6, a1, d4, e3. A review of the complaint history for (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for (B)(6) was performed from 04-jul-2021 to 04- jul-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that all in one computer needed a replacement. A field service engineer removed and replaced all in one computer to resolve the issue. The system functioned as intended after troubleshooted by the field service engineer.

Event description:
Customer reported that a pyxis medstation es system unexpectedly stopped responding during a procedure. The nature of the procedure was not disclosed. The length of the delay to patient care was not disclosed. Customer stated that the affected device was a pyxis anesthesia es system but provided the serial number for a pyxis medstation es system. Customer did not disclose any additional information. Patient or user harm was not reported.